Event description:
It was reported the that lead exhibited low impedance. The physician left a guidewire inserted in the implanted lead which could have resulted in the reported low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.